Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "rupture, fluid accumulated around implant capsular'' "torn subcapsular breast pouch, little fluid accumulation around the breast pouch's fibrous capsule. The fibrous capsule of the breast implant showed mild gado enhancement". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "rupture, fluid accumulated around implant capsular',' "torn subcapsular breast pouch, little fluid accumulation around the breast pouch's fibrous capsule. The fibrous capsule of the breast implant showed mild gado enhancement". Device has been explanted.